Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced rewind anomaly. The customer's blood glucose value was unknown. The customer stated that he had issues when he changed the reservoir. The customer received a check mark when he hit the load button. The customer stated that he had to bolus to prime the line. The product was returned for analysis.